Event description:
It was reported that the patient had an artificial disc implanted at c5-6 due to c4-5 instability with spondylolisthesis and c5-6 left herniated nucleus pulposus with foraminal stenosis. An unknown time post-op, the patient developed dysphagia, neck pain and c5-6 spondylolisthesis. The patient underwent a revision surgery 3 years post-op to remove the implant and fuse the c5-6 level. There was some osteolysis noted at the surgical site.

Manufacturer narrative:
(B)(4). Visual and optical examination of implant reveals light surface scratches, consistent with explantation. Dimensional evaluation of spherical feature height, overall height, and overall width were all found to be within sprint specification. Witness marks consistent with implant usage noted on interfacing surfaces of intervertebral portions of implant assembly. Unable to identify material or functional defect with respect to the implant. Visual and optical examination of bone screws did not identify crack, fracture, breakage, or excessive wear. Dimensional inspection of overall length and major diameter found all bone screws to be within print specification. Unable to identify material or functional defect with respect to the implant. After visual, optical, and dimensional evaluation, the implant functions as intended. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.